Event description:
The customer received questionable thyroid results for one patient. Of the data provided, the free triiodothyronine (ft3) results were discrepant. Three samples were collected from the patient. (B)(6) 2014: ft3 result was 3.4 pg/ml. (B)(6) 2014: ft3 result was 3.3 pg/ml. (B)(6) 2014: ft3 result was 3.6 pg/ml. A sample from the patient was submitted for investigation. The collection date of the sample was unknown. The ft3 result by clia method on a centaur analyzer was 4.4 pg/ml. Peg treatment was performed on the sample and the recovery was 75.3%. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The ft3 reagent lot number and expiration date were requested, but were not provided. As no additional patient sample was available, further investigation was not possible. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general reagent issue could most likely be excluded.

Manufacturer narrative:
This event occurred in (B)(6).